Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. "During processing of this complaint, attempts were made to obtain complete event, patient and device information. Further information such as weight was requested but not received."

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported patient was experiencing pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2021 during which the ipg was explanted and replaced. Stimulation was restored following the procedure.